Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was in a car crash and was taken to the emergency room (ER) by ambulance. The patient was diagnosed with blood glucose (bg) values that dropped to 20 mg/dl and bg values that reached as high as 290 mg/dl. The patient had loss consciousness prior to the wreck. The patient was also in pain, suffering from nausea and had hypertension. For treatment, the patient was given glucose. The patient was prescribed naproxen for pain, the muscle relaxer flexeril and hydrocodone. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 6 hours.